Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02205 / 02206).

Event description:
Patient indicated a hip revision procedure may occur twelve years post-implantation due to pain, infection, and elevated metal ion levels; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported that patient underwent a revision procedure approximately twelve years post-implantation due to pain, infection, and elevated metal ion levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - bi-metric femoral stem catalog #: 162309, lot #: 931300, mallory/head acetabular shell catalog #: 10-104050, lot #: 957630, low profile screw catalog #: 103631, lot #: 303240.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported that patient underwent a hip revision procedure approximately twelve years post-implantation due to pain, infection, and elevated metal ion levels. It was reported that the patient underwent a left hip aspiration approximately twelve years post-implantation. No further information has been made available at this time.